Event description:
It was reported that the right atrial lead exhibited loss of capture and poor sensing. It was noted that the patient had undergone an open heart surgery, unrelated to the device on (B)(6) 2017. The lead was explanted and replaced successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.